Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps with an alleged issue to perform failure analysis. The maryland bipolar forceps instrument does not have a scissor that can be dull; therefore the reported complaint cannot be confirmed or reproduce. Also, the maryland bipolar forceps was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the side of the grip. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps scissors can't cut the tissue, they're dull. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.